Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 191, 600, 360, 600 and 600 mg/dl. Tests were done within 20 minutes. Pt ran a check strip test and got 85 (range 68-92) and a control solution test of 117 and 137 (range 93-125). Pt did not experience any adverse events. No further info has been reported.